Event description:
It was reported to vyaire medical that the unit was received back from repair. When the unit was placed on a patient, the vent had the inop alarm. The patient had to be ventilated with an ambu-bag. There was no patient harm reported.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: device was manufactured in 2017 and was not subject to UDI requirements. H3: finding/root-cause: the reported complaint could not be verified or duplicated. The unit under test (uut) exhibited no issues or faults and was functioning normally.